Manufacturer narrative:
Initial reporter phone#: (B)(6). The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿plastic threads¿ were found on a bd discardit¿ ii syringe. The syringe was discarded and unused and there was no report of injury or medical intervention.

Manufacturer narrative:
Samples were returned to our manufacturing facility for evaluation. Upon examination our quality engineers were able to verify the reported issue of white particles in the syringe. Further analysis has determined this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Investigation conclusion: this lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. (B)(4) has been initiated to track trends and crrective actions.